Event description:
Same case as 6000093-2007-01020 and 6000093-2007-01021. It was reported that post a coronary drug eluting stenting treatment procedure, an interventional radiologist inquired about the potential adverse event of fever with taxus express2 implantation. The radiologist reported "a case with implantation of 3 te2 stents that developed a fever lasting one month after the procedure." Additional information regarding this event has been requested.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.